Event description:
The biomedical engineer (bme) reported that the nibp on the ay input unit would inflate but would not release the pressure. The ay input unit was connected to the bedside monitor (bsm). When they tested the unit, they found that the connector was loose. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the nibp on the ay input unit would inflate but would not release the pressure. The ay input unit was connected to the bedside monitor (bsm). When they tested the unit, they found that the connector was loose. The ay unit was returned for evaluation, but not the bsm. No patient harm or injury was reported. Investigation summary: the ay unit was evaluated by nihon kohden repair center (nk rc) and the reported problem was duplicated. The bsm the ay unit was attached to was not returned with the ay unit. Damage to the ay unit's external case was found. The root cause is determined to be physical damage, causing fluid intrusion. This caused the affected internal components to fail. Nk rc replaced the affected parts, which resolved the issue. Nibp is a noninvasive determination of blood pressure and is used in conjunction with information obtained from other vitals and ECG to determine the patient's status. The risk of nibp failure is that there is a loss of monitoring of blood pressure for one patient. The bedside monitor will retain the ability to monitor the remaining vital signs and cardiac rhythm, as well as to generate alarms and transmit signal to a bedside monitor or cns. Nibp failures may result from device damage or broken components including damaged buttons on the control panel, broken nibp sockets on the bedside device, or physical damage impacting internal components (e.g., pump, dpu, power bd, digital bd).

Event description:
The biomedical engineer (bme) reported that the ed department called them to notify them of nibp issues. The nibp will inflate on the ay input unit, but not release pressure. The ay input unit is part of the bedside monitor (bsm) system. When they tested it, they found that the connector was loose. On a simulator, all it did was inflate and never released pressure. No error messages. No evidence of physical damage or fluid intrusion. Only the ay unit has returned for evaluation. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with bsm unit and was the unit that failed: input unit: model: ay-653p, sn: (B)(4), device manufacturer date: 01/20/2011, unique identifier (UDI) #: (B)(4), returned to nihon kohden: 09/02/2021, approximate age of device: 126 months.